Manufacturer narrative:
It was reported that a windows shutdown occurred. DHR and complaint history review were not performed based on the low severity level of this complaint. Analysis of data logs determined that the issue is due to a rosanna brain application crash however the root cause cannot be determined therefore the root cause remains unknown.

Event description:
A rosanna error message appeared while the robot arm was positioned on the first trajectory. The system shut down and needed to be restarted. There was a 10 minutes delay.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A rosanna error message appeared while the robot arm was positioned on the first trajectory. The system shut down and needed to be restarted. There was a 10 minutes delay.